Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was implanted; and on (B)(6) 2007, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/12/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent laparoscopic assisted vaginal hysterectomy with bso, and excision of exposed vaginal mesh on (B)(6) 2014 due to mesh exposure and postmenopausal bleeding. No additional information was provided.